Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv 2 device ruptured at the end of a patient infusion. The device had been infusing a 171ml aminophylline solution when the rupture occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). According to the customer, the device is not available to be returned to baxter for evaluation. Therefore, the reported condition of a ruptured reservoir cannot be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.